Manufacturer narrative:
Based on the information provided via user facility report, the reported event dates back to an unspecific time range between 23rd of october 2023 and 1st of november 2023. According to the event description, the ventilator allegedly failed completely but did alarm the situation accordingly. The manufacturer was notified about the event in april 2024. In the course of the investigation, further information was requested but not made available. Neither a detailed description of what happened during the event, nor a specific date of event was provided. A log file of the affected device was not available. It was therefore not possible to confirm nor to deny the reported events based on the information as available. The root cause could not be identified as no analysis could be performed. In case of a complete loss of function of the ventilator, the ventilation stops, and the safety valve opens automatically to the ambient allowing the patient for spontaneous breathing. The screen turns black and the secondary acoustic alarm system (piezo speaker) of the ventilation unit will be activated in order to alert the user to the situation. This alarm is energized from an independent power source and will be last for at least 2 minutes. As the event description as per user facility report states that the device alarmed, it can be concluded that the device reacted as specified on a detected deviation and generated an alarm to alert the user of the situation. The results of this complaint investigation did not reveal any new or additional risks that have not yet been covered by the ventilator's risk management file.

Event description:
It was reported that the device switched off during use and an audio alarm sounded. There were no patient health consequences reported.

Event description:
It was reported that the device switched off during use and an audio alarm sounded. There were no patient health consequences reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.